Event description:
It was reported that during a da vinci si general surgery procedure, a piece of the permanent cautery spatula instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the conductor wire cap is missing and the boss feature of the yaw pulley that goes through the middle hole of the conductor cap is broken. No other damage was found.